Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: "went to use the needle to fill up the tissue expander in the patient the needle folded".

Event description:
Sales representative reported on behalf of healthcare professional, "went to use the needle to fill up the tissue expander in the patient the needle folded". This record is for unknown side. The devices status is unknown.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b. Braun medical who has been notified of this complaint. Additional, corrected and/or changed data: h.2, h.6, h.11.

Event description:
Sales representative reported on behalf of healthcare professional, "went to use the needle to fill up the tissue expander in the patient the needle folded". This record is for unknown side. The devices status is unknown.